Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted with the results of our investigation.

Event description:
It was reported during a right ventricular outflow tract (rvot) ablation procedure using the array catheter, a leak was noted in the balloon. Anatomic reconstruction of the rvot and ventricular focus mapping were completed and rf was delivered at 30 degrees and 35 watts close to the base of the array balloon. It was then observed that the balloon was deflated due to leaking saline and contrast. The array catheter was extracted from the pt without difficulty. The balloon was reinflated once removed from the pt and 2 leaks were observed at the base of the balloon and a burn was noted. The procedure was successfully completed and there were no consequences to the pt. The patient's current status is listed as "good."